Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient's programmer reflects a communication error. It was also reported the patient has not charged her ipg in 2 years. The patient is without stimulation. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted and replaced. The patient has effective therapy postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.